Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) . For product code 301803m (preface® guiding sheath with multipurpose curve) (2) MFR # 2029046-2024-00616 for product code 301803m (preface® guiding sheath with multipurpose curve).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with two (2) preface® guiding sheath with multipurpose curve catheters and the valves were released from the sheath and causing blood return. The valves were released from the sheath bodies causing blood return and compromising the procedure. The two hems were collected for return and a third one was opened, in which there was no longer this problem. The procedure was successfully completed. There was no patient consequence.

Manufacturer narrative:
The valves were released from the sheath bodies causing blood return and compromising the procedure. The two hems were collected for return and a third one was opened, in which there was no longer this problem. The procedure was successfully completed. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. The device was sent to the manufacturer for further investigation. Visual and functional analyses of the returned device were performed following bwi procedures. Visual inspection of the device revealed that the cap was separated from the hub. The cap was not returned for analysis. No other anomalies were observed. Dimensional analysis showed values within specifications. Microscopic analysis revealed marks on the surface of the hub ring. A device history record evaluation was performed, and no internal actions related to the complaint were found during the review. The complaint reported by the customer was confirmed since cap separation was detected during the analysis. The potential cause of the marks on the hub ring could be due to a sharp object or mechanical damage, however, this cannot be conclusively determined. Furthermore, it was concluded that this issue is unrelated to the manufacturing process. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref:(B)(4).

Manufacturer narrative:
On 12-mar-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).